Manufacturer narrative:
H6: medical device problem code 2017 - incorrect prep. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the sds was prepared incorrectly. It should be noted that the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use states: prepare an inflation device / syringe with diluted contrast medium. Attach an inflation device / syringe to the stopcock; attach to the inflation port. With the tip down, orient the delivery system vertically. Open the stopcock to delivery system; pull negative for 30 seconds; release to neutral for contrast fill. Close the stopcock to the delivery system; purge the inflation device / syringe of all air. Repeat steps until all air is expelled. It is unknown if the IFU deviation directly caused or contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the 2.25x15mm xience skypoint stent delivery system (sds) was pulled from the dispenser hoop without resistance. There was no resistance during removal of the stylet and there was no resistance during removal of the protective sheath. The sds was not prepared per instructions for use (IFU) and prior to entering the anatomy, the stent was noted to be dislodged. Unknown exactly when the stent dislodgement occurred. Another device was used to complete the procedure. There was no device use or patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.